Event description:
The patient was explanted of their device for an unknown reason on (B)(6) 2014. No further information has been received.

Manufacturer narrative:
UDI code not available. The device was explanted and returned to med-el headquarters, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect which is expected to have been present whilst implanted. The device is functioning electrically within normal limits and the damages found during investigation are attributable to the explantation surgery. Despite several requests no information regarding the circumstances which led to the device explantation has been received. Therefore the root cause for the observed symptoms could not be identified. This is a final report.

Event description:
The patient was explanted of the device for an unknown reason on (B)(6) 2014. There has been no report of accident or trauma. According to the explantation report, the patient had no hearing sensation.